Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed signs and symptoms of infection were redness, swelling, and incisional wound opening. Pt had urosepsis 3 weeks prior to draining wound. The primary location of the infection was the device pocket. The device pocket, lumbar region and cerebro spinal fluid were cultured - all cultures positive for a rare staph aureus. The pt was treated with IV antibiotics and device system explant. Risk factors for pt included debilitated status and indwelling foley catheter. The pt has had a new pump placed and is doing well.